Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Event description:
It was reported a patient underwent a a-fib cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced cardiac tamponade treated with a pericardiocentesis. During procedure the patient came in with a baseline effusion but it grew during the procedure. The baseline effusion was 1 cm and about 2.5 cm at its largest. The physician noticed that the effusion was getting bigger about 2 minutes after the transseptal puncture when they were faming (fast anatomical mapping) with the catheter. Ablation was not performed but the ablation catheter was in the inferior vena cava (ivc). The ra (right atrium) was mapped and sound contours were taken of the left atrium. At one point during the procedure the effusion started to get bigger. A pericardiocentesis was performed and about 4l of fluid was removed. The procedure was aborted at that time. Patient required cardiac surgery due to left atrial perforation. All fam was acquired previous to transseptal puncture using the ablation catheter. No fam was acquired on the left side or with any other catheters. Correct settings used on devices and no error messages on equipment. The most suspected device is the ablation catheter as it was being used for faming when the event occurred.

Manufacturer narrative:
On 6-mar-2024, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported a patient underwent a a-fib cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced cardiac tamponade treated with a pericardiocentesis. During procedure the patient came in with a baseline effusion but it grew during the procedure. The baseline effusion was 1 cm and about 2.5 cm at its largest. The physician noticed that the effusion was getting bigger about 2 minutes after the transseptal puncture when they were faming (fast anatomical mapping) with the catheter. Ablation was not performed but the ablation catheter was in the inferior vena cava (ivc). The ra (right atrium) was mapped and sound contours were taken of the left atrium. At one point during the procedure the effusion started to get bigger. A pericardiocentesis was performed and about 4l of fluid was removed. The procedure was aborted at that time. Patient required cardiac surgery due to left atrial perforation. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device number lot 31191140l and no internal action related to the complaint was found during the review. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).